Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie had failed. A field service engineer (fse) inspected and released all cubies, removed foil debris, tested all cubies in hta, confirmed functionality, unloaded and released failed cubies in the application, assisted the customer with new cubies and medication reload, and verified that all cubies were fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half-height cubie had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.